Manufacturer narrative:
The vessel sealer instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of insulation came loose from the jaw of the vessel sealer extend (vse) instrument and fell into the abdominal cavity. The fragment was removed during the operation. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, with no damage observed during the pre-use check. The device fragment fell inside the patient during instrument removal, specifically while removing an ultrasound probe, according to the surgeon. No issues with instrument functionality or collisions with other instruments or hard materials were reported during the case. An additional surgical procedure was not required to retrieve the fragment, and the procedure was completed robotically. The patient has not returned to the hospital due to complications related to a retained foreign object. There are no photographic or video records available for review, but the fragment will be returned to intuitive together with the instrument.